Event description:
It was reported that the patient received several inappropriate shocks since the device had been implanted due to the device sensing 50hz noise caused by a power leak in the patient's home. The patient and physician have elected to explant and replace the device with one with a right ventricular (rv) lead noise discriminator algorithm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. A lead integrity alert triggered and programmer data show six lead integrity alerts between (B)(6) 2008 12:34:44 and (B)(6) 2012 15:48:22. There were six patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2008 12:34:44 and (B)(6) 2012 15:48:22. Oversensing was also noted; there were fourteen ventricular non-sustained tachycardia (nst) episodes less than or equal to 170 ms between (B)(6) 2012 10:40:40 and (B)(6) 2012 15:49:12. There were four ventricular fibrillation (vf) episodes less than or equal to 190 ms average v-cycle between (B)(6) 2011 10:35:21 and (B)(6) 2012 15:48:24. Subsequently the device was returned to the manufacturer and analyzed and no anomalies were found.